Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life w/ damage) issue. Reportedly, the battery life was less than expected and the threads on the battery compartment were stripped. It was reported that there was no damage to the battery cap and there was no evidence of moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the insulin pump has been returned and evaluated by product analysis on 12/01/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Review of black box data found several replace battery warnings on the complaint date but no evidence of short battery life was observed. The returned battery had stripped threads and was unable to secure properly onto the pump. The battery compartment was cracked below the grip pad. Using a test battery cap, the pump powered on with auditory and vibratory features. A rewind/load/prime sequence was completed without incidences. The electrical current draws were within specifications. Pump casing was opened and no evidence of moisture intrusion or loose component was found inside the pump. The reported short battery life issue was not verified in the black box or duplicated in the investigation. The related casing issue was observed in the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.